Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause cannot be specified. The event can be detected/prevented by following the instructions for use which state: ·inspection of the endoscopic image. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customers allegation was confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: scratches on the distal end plastic cover, bending section cover stretched and adhesive lifted and chipped, objective lens pitted, minor saturation on image, insertion tube has minor dent, control body scratches, and light guide tube minor dent. The investigation is ongoing. A supplemental report will be submitted upon the investigation's completion or if the user facility provides any additional information.

Event description:
The customer reported to olympus that the evis exera ii bronchovideoscope had no image during reprocessing. There was no report of patient harm or user injury associated with this event.